Manufacturer narrative:
Conclusion / root cause: this customer returned power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator failed to start after being shut down for testing. The customer reported the device was not in use; therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. During evaluation, the fse reported the ventilator restarted and review of the device diagnostic log noted a power fail occurrence. The service engineer replaced the power supply to address the reported problem. Applicable final testing was performed per operating specifications.